Event description:
Healthcare professional reported a right side rupture. Device has been explanted and no replacements.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and no replacements.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, curved opening, underweight, besides, observed a separation between shell and patch (ss), it is out of specification per qa (B)(4), it is assessed as workmanship. A microscopic analysis was performed which identified; a curved sharp opening on patch assessed as unidentified (tear) opening. Based on the device analysis the final assessment is: observed a separation between shell and patch assessed as workmanship.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and no replacements.